Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where host tissue extended on the inflow of the left cusp. Large tears and abrasions through the free margin and/or lunula of the right and non-coronary cusps were consistent with historical findings for contact with a long suture tail. All commissures were intact. Remnants of glistening off-white pannus remained attached to the inflow edge of the sewing ring adjacent to the left cusp, extending over the tissue and base stitching, to the inflow margin of attachment and 1 to 2 mm onto the left cusp showing evidence of a reduced inflow orifice area. Remnants of pannus lined the sewing ring on the outflow. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Traces of tan thrombotic host tissue lined the belly of all cusps along the outflow margin of attachment. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition. Analysis determined the cause of the event was related to patient condition and/or implant technique.

Event description:
Medtronic received information that five months following the implant of this bioprosthetic valve, echocardiographic findings revealed aortic insufficiency, although the patient was asymptomatic. Subsequently, the valve was explanted and replaced with another manufacturer's valve with no reported adverse patient effects. Upon explant, a cuspal tear was noted.